Manufacturer narrative:
The insulin pump alarmed button error and had an unresponsive buttons due to corroded lcd board during visual inspection. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 423 mg/dl. Customer advised high blood glucose was after issue has begun. Customer was unable to troubleshoot high blood glucose due to button error. Customer advised that he took a shot this morning. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 423 mg/dl. The customer reported that the device was exposed to well water. Customer was attempting to shut off well valve to keep from house blooding when incident occurred. Customer advised the water set the pump off. Customer reported that there is fluid under lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised the meaning and causes of button error.